Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that he received meter bg now alarms from the pump. The customer stated that bad sensor alert did not occur after a second consecutive cal error. The customer was advised to remove the set and change out the sensor.